Event description:
It was reported that a right shoulder ac joint revision was performed because the original construct had failed; the pt had a loss of ac reduction less than 6 weeks after the original surgery. The reporter indicated that the #5 sutures were abraded and had torn. The revision surgery was successful and the pt is doing well. No further pt info was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the info provided the most likely causes for abraded and torn sutures may be from nicking the suture with another instrument and/or sharp edges of bone tunnel. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is received and additional relevant info is obtained, a f/u report will be submitted.